Event description:
The event is reported as: complaint alleges: "catheter inserted one week before the incident. The nurse found the tube detached at the funnel part. They had to remove the catheter and no part remained inside the pt. Another catheter was installed, no other issue. This incident occurred while the baby was still sedated." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.